Event description:
It was reported that during a da vinci si surgical procedure, the cable on the prograsp forceps instrument derailed. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Failure analysis investigation was unable to confirm the customer reported failure mode, as inspection found that the all of the instrument's cables were in place and were not derailed. Failure analysis investigation also found that the pitch cable at the distal clevis hub was broken and the cable segment that contains the crimp was missing in the clevis. The edge of distal pulley had indentations and exhibited scratches on the surface. The instrument's main tube at the distal end has various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It has been concluded that the damage to the pulley and main tube were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.